Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support, bleeding and oozing from all access sites was noted. Heparin was stopped and manual pressure was applied. Impella was successfully weaned. Patient survived the procedure, and condition was stable post procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella rp with smart assist system with automated impella controller section: warnings and cautions make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. Be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open. Make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.